Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the site with alarms suggestive of the controller alternating between the batteries to frequently leading to drainage of batteries. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis could not be performed since the device was not returned. Log file analysis revealed the controller, did not contain the smr software. Analysis of the data log files revealed several premature power switching events that were most likely due to communication errors. There was no evidence that the batteries were draining prematurely. No alarms were logged near the event date. As a result, the reported "power switching" event was confirmed. The reported "alarms", however, was not confirmed. The most likely root cause of the reported premature power switching events can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported "drainage" of batteries can be attributed to the patient perceiving the premature power switching events as the batteries draining, given that the controller should switch from the primary to the secondary power source when the primary source reaches 25% relative state of charge (rsoc). If information is provided in the future, a supplemental report will be issued.